Manufacturer narrative:
This report is submitted on april 21, 2022.

Event description:
Per the clinic, the patient experienced loss of connection to the internal device. Troubleshooting attempts were made; however, the issue could not be resolved. The implanted device remains.

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached. This report is submitted on august 31, 2022.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2022, and the patient was re-implanted with a new device during the same surgery. This report is submitted on july 15, 2022.